Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: one used decontaminated sample was received without its original packaging. Under visual inspection the sample appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed and the root cause was not determined. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the tracheostomy tube was replaced on (B)(6), and two days later, it was reported that the cuff pressure was easily released. Normally, the cuff pressure was checked only in the morning, but it was also checked before going to bed and measures were taken to refix it to 30 cm h2o. After that, measures were taken in the hospital, but the cuff pressure was still lost, so the tube was replaced with the next tube one week earlier than planned. The operator of the device was a health professional and the event occurred between 7-mar-2024 to 26-mar-2024 at the hospital. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.